Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). H3 other text : device not returned.

Event description:
It was reported that intermittently a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence with multiple cartridges. Reportedly, customer reused insulin from previous cartridges. A new cartridge was loaded to resolve the issue. There was no adverse impact on customer's blood glucose level.